Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a training procedure. The lesion was located in the mildly tortuous, moderately calcified, mid right superficial femoral artery (sfa). Pre-dilatation was performed on the sfa with a 5 mm balloon. The deployment of the supera 4/120 mm on 120 cm stent was going perfectly until there was 3-5 cm of undeployed stent left in the catheter. At that point the thumbslide would not push the stent forward. An attempt was made to open the distal deployment lock and push the thumbslide all the way down, but nothing happened. After attempts to deploy the rest of the stent failed the decision was made to pull on the delivery system, which released the stent. The supera was narrowed in the proximal end. Post-dilatation was performed; however, the proximal end still remained a bit narrow. The final outcome for the patient was reported as satisfactory. A short delay in the procedure was reported; however, it was not clinically significant for the patient. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty and stent elongation could not be confirmed as the stent had already been deployed. The investigation determined that a conclusive cause for the deployment issue could not be determined. The stent elongation is the result of operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).